Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was indicated that the patient experienced a loss or change in therapy. The patient reported that they had an unrelated hip surgery three weeks before report and since then they had been unable to void. It was indicated that emi exposure was unknown. The patient noted that this was a return of their target symptoms and that they were implanted for not being able to eliminate all the way. The patient had to go to the ER three times since then and needed to be shown how to self-catheterize. The patient was at their healthcare professional¿s (hcp¿s) office at the time of report and was told that their implanted battery would need to be replaced in a year. The patient clarified that this meant that the ins was depleting faster than expected, the patient noted that they were told it would last 5 years. The patient stated that the implanted battery was screwing up all the way around. The patient was to follow up with a healthcare professional (hcp). No further complications were reported or were expected.